Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and there was a false asystole episode noted due to undersensing. No intervention has taken place at this time and the patient was stable with no consequences.